Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted for additional information. The customer stated that she was changing the infusion set, and when she ran the manual prime, the pump continued to squirt out the insulin after she released the act button. The customer stated that she changed the infusion set, and had no problems after that. The customer was experiencing a low blood glucose of 47 mg/dl at the time, and she was able to treat with orange juice, without requiring medical assistance. The customer declined troubleshooting as she knew what happened and now knows what to look for.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media post of having low blood glucose of 47 mg/dl and the pump did not give the customer the option to fill the cannula and was forcing the insulin out. Troubleshooting contacted the customer who declined to troubleshoot. Customer indicated that they will call back. No further details given.